Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision valve was chosen for implant, using a large flexnav delivery system. The annulus perimeter was measured to be 79.1mm. A pre balloon aortic valvuloplasty (bav) was performed. The valve was deployed with a final implant depth of 8mm at non-coronary artery (ncc) and 8mm at left-coronary cusp (lcc). During release, only two retainer tabs released initially. Cardiac cycles did not mitigate and loosen the third tab so 180-degree rotation away with a 5 second hold, followed by release to neutral then 180-degree rotation in the opposite direction, with a 5 second hold released the remaining tab. After deployment, a moderate paravalvular leak was observed. It was indicated that there was a sufficient calcium to allow sealing. Post balloon aortic valvuloplasty (post-bav) was performed with a 24mm balloon. The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of paravalvular leak, device malposition, and difficult separation was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the valve was correctly sized based on provided dimensions, there was sufficient calcium to allow sealing, the implant depth was 8.8mm from the non-coronary cusp (deeper than the optimal 3mm), and there was an issue releasing the 3rd tab during deployment. Based on the available information, the root cause of the reported event could not be conclusively determined.